Event description:
It was reported that patient had an injection in pes arsenine bursa to relief persistent pain. Also clicking and popping felt by doctor that may be related to capsular fibrosis.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without analysis of the explanted components, the root cause of the tibial component loosening cannot be concluded. However, the reported pre-revision events are all most likely related to the early report of mild tilting of the smaller tibial tray, lateral patellar tracking coupled with the early onset of symptoms suggesting residual instability post primary implantation and concerns of the varus alignment. Delayed revision potentially contributed to the severity of the patient¿s worsening symptoms. The patient impact was the persistent anterior knee pain and other reported progressive symptoms in addition to the 1st revision surgery and an expected 2nd revision with a brief post-operative rehabilitative phase. Due to the recurrence of ¿symptomatic scar tissue formation ¿ with a flexion instability post-1st revision, future similar concerns cannot be definitively excluded. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.